Manufacturer narrative:
After further review of additional information received, the following sections have been updated accordingly: a2, b3, b4, b6, b7, g3, g4, g7, h1 and h2. Section b5: as reported, the patient had placement of an optease inferior vena cava (ivc) filter. Per the medical records, history includes squamous cell cancer, chf, copd, pneumonectomy, cad, alzheimer¿s, dm, gastritis, gerd with gi bleed, hypertension, chronic kidney disease, hepatitis c, urethral strictures, bi-polar disorder, stroke/tia x 2, cholecystectomy, colectomy and deep vein thrombosis (dvt). The report states that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to a grade 1 perforation. Per the patient profile form (ppf), the patient experienced perforation of the filter struts outside of the inferior vena cava (ivc), swelling and pain in the area where the filter was implanted. A CT scan, done approximately one year and four months post implant, reveal the filter at the mid l2 level, superior l4 interspace. Migration was deemed unlikely. No significant tilt was note, there was a grade 1 perforation noted. Approximately two years after the index procedure, the patient was seen for lumbar back pain, gastrointestinal bleeding, chest pain and was diagnosed with exacerbation of congestive heart failure (chf), non-healing left foot wound after toe amputation approximately three years after the index procedure, the patient was seen for hyperglycemia, nonhealing abscess on the neck (lesion excision done), chronic bilateral lower extremity swelling, pain and imaging showed no evidence of dvt. Approximately four years and two months post implant, the patient was admitted for hypertension, elevated blood sugar and potassium. Hospital course was focused on blood sugar control. One week later, the patient had cardiopulmonary arrest and resuscitation efforts were unsuccessful. The patient died. The death certificate reports cardiac arrest, respiratory arrest and gi bleed as causes of death. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots and occlusive thrombosis within the filter and vasculature do not represent a device malfunction. Swelling and pain do not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
Occupation: other, senior counsel, litigation the product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. Additional information is pending and will be submitted within 30 days of receipt.

Event description:
As reported by the legal brief, the patient underwent placement of a optease vena cava filter. The report states that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to a grade 1 perforation. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. Additional information received per the medical records indicate that the patient has a history of squamous cell cancer, congestive heart failure (chf), chronic obstructive pulmonary disease (copd), pneumonectomy, coronary artery disease (cad), alzheimer¿s, diabetes mellitus (dm), gastritis, gastroesophageal reflux disease (gerd) with gastrointestinal bleed, hypertension, chronic kidney disease, hepatitis c, urethral strictures, bi-polar disorder, stroke (transient ischemic attack (tia) twice), cholecystectomy, colectomy and deep vein thrombosis (dvt).   Additional information received per the patient profile form (ppf) states that the patient experienced perforation of the filter struts outside of the inferior vena cava (ivc), swelling and pain in the area where the filter was implanted. The patient became aware of the reported events four years and one months after the index procedure. The results of computed tomography (CT) scans done approximately one year and four months after the index procedure indicate that the filter was at the mid l2 level, superior l4 interspace. Migration was deemed unlikely. No significant tilt was note, there was a grade 1 perforation noted. Approximately two years after the index procedure, the patient was seen for lumbar back pain, gastrointestinal bleeding, chest pain and was diagnosed with exacerbation of congestive heart failure (chf), non-healing left foot wound after toe amputation approximately three years after the index procedure, the patient was seen for hyperglycemia, nonhealing abscess on the neck (lesion excision done), chronic bilateral lower extremity swelling, pain and imaging showed no evidence of dvt. Approximately four years and two months after the index procedure, the patient was admitted to the hospital for hypertension, elevated blood sugar and potassium. Hospital course was focused on blood sugar control. One week later, the patient had cardiopulmonary arrest and resuscitation efforts were unsuccessful. The patient died. The death certificate reports cardiac arrest, respiratory arrest and gi bleed as causes of death. The patient is deceased. No information was provided to relate his demise to the device.